Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that towards the end of a laparoscopically assisted vaginal hysterectomy (lavh) procedure, two cutting forceps devices activated on its own. The procedure was completed using a non-olympus (wolfe) bipolar forceps. No excessive bleeding occurred. There was no patient injury reported. In addition, after the intended procedure was completed, the user facility opened a third cutting forceps from the same lot number to see if it would self activate. The third cutting forceps device also self activated. This is 1 of 3 reports.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device malfunction. The device was tested with an olympus test generator (esg-400) and error ¿e486¿ displayed immediately. The blue coag button has a hair trigger and requires the slightest touch to activate the device. During testing, the device stayed activated after the blue button was released. The blue button was removed and found a collapsed left dome switch. The collapsed left dome switch causes a closed electrical circuit which causes the error message display on the generator. It also allows the coag function to activate with a light touch or no touch at all.